Event description:
The customer reported that during use, the device started to activate on its own. A slight burn was noticed on the pt's abdomen.

Manufacturer narrative:
The return of the incident sample has been requested. To date, it has not been received for eval. Additional questions in regard to the incident have also been asked. If the sample is received, or if additional info pertinent to the incident is obtained, a f/u report will be submitted.